Event description:
Introduced the device with a power driver, removed pin, compressed screw, took x-ray and threads separated from each other.

Manufacturer narrative:
Root cause: pre-drilling with the drill provided in the kit was not done. Use of extreme force - device was inserted with power driven device rather than hand driver. Using power to drive the screw eliminates the user's ability to feel resistance of the part. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device eval: returned device was visually inspected. Bone screw structure was damaged. Hex key was inspected and was stripped, most probably due to use of power drill to screw implant in place.